Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high and undefined impedance was noted on the right ventricular (rv) lead in the bipolar configuration. Variable impedance was noted in the unipolar configuration. A possible fracture was also noted. The lead remains in use. No patient complications have been reported as a result of this event.